Event description:
2 of 2 reports (same failure / different patients). Other mfg report number: 3005920706-2026-00033. Patient 2: a facility reported the tcc-ez casting systems (ID tcc23002) were collapsing/cracking at ankle area. Patients have sustained new wounds (pressure toe) from the cracked/collapsed areas. The tcc cast was replaced with a walking boot. The product was stored flat in back at room temperature for approximately 4-5 months. The placement was done following instructions as directed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.